Manufacturer narrative:
Per technical support, the sold state relay needs to be replaced. The user facility's biomedical engineer (biomed) is ordering a replacement part.

Event description:
It wa reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating correctly. This unit was being set-up for back-up use and there was no patient involvement. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.